Event description:
The customer reported that they received a discrepant total hemoglobin (thb) result compared to repeat testing of the same sample on another rp500 system. There is no report of injury due to this event.

Manufacturer narrative:
The log files for the date of the event are not available. Siemens has requested that the customer provide local instrument files, which the customer has provided. Investigation is underway. The cause of this event is unknown.

Manufacturer narrative:
A review of the instrument files found that both systems were performing as intended. It is to be noted that the customer applies a correlation factor for the thb parameter, and a review of the system data logs verifies that both rp500 instruments have identical settings. The aqc performance for thb parameter was within published ranges for all levels. However, as the measurement cartridge was only a day old, there was insufficient data to trend for performance variances during use life. In the case of patid (B)(6), there are major discrepancies in multiple blood parameters for the samples being compared. Noting the non-physiological results for chloride (123 vs 109 mmol/l) and calcium (0.80 vs 1.14 mmol/l), the escalated sample was not equivalent to the secondary sample measurement it is being compared to. The observed discrepancy was most likely caused by pre-analytical factors such as sample dilution, contamination, or sample handling such as insufficient sample mixing when initially measured, but a definitive root cause cannot be determined from the available information. In the case of patid (B)(6), the discrepancy in thb results appears to be sample specific. The rp500 co-oximetry assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement. The precision of thb results is dependent on preanalytical factors like specimen collection, insufficient sample mixing, and time differences between repeat measurements. It should be noted that relevant questions were asked about pre-analytical factors such as where the sample was collected from, what sample device were the samples drawn into, how much time elapsed from collection time to measurement on the system, how were samples stored in between runs, was the sample properly mixed/handled, but no responses were received. Therefore, sample collection/handling cannot be ruled out as a factor that could have attributed to the discrepancies seen for these two patient samples. The instrument performing as intended and is currently operational at the customer site. The cause of this event is unknown.